Event description:
The user facility reported that a nurse was stuck with a used syringe needle while trying to recap the needle. As the sheath was being replaced onto the needle, the needle apparently penetrated the plastic sheath, and then, stuck the user's finger. On follow-up communication, the user facility reported that the nurse has been tested for human immunodeficiency virus and hepatitis as a result of the needle stick.